Event description:
Boston scientific crm received information that this device was returned with no allegations. Initial routine device analysis found the device had failed to meet longevity specifications. This device is part of the shortened replacement window product advisory, originally communicated april 5, 2007. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.